Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed which found a peeling downstream occlusion (dso) seal. The customer's problem was duplicated. The cause of the problem was an issue with the software. The dso seal was replaced, error code was cleared, and the device software updated in order to fix the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error code 46510. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.